Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (5.0 mm for a 12 fr sheath), then vessel damage may result. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system using a gore® dryseal sheath with hydrophilic coating (dsl1628j/17484081 or dsl1228j/16618794). The sheath was inserted from the left side. It was reported that after the endoprostheses implant, that the left common iliac artery (lcia) was dissected when the sheath was removed. The physician decided to implant pxl161007j and a metal stent to repair it. Reportedly the dissection was observed since access vessels were calcified and thrombosed. The patient tolerated the procedure.